Event description:
Boston scientific received information that the patient was hospitalized for an unspecified reason. At that time the right atrial (ra) lead and this right ventricular (rv) were working appropriately. The patient later presented to the physician's office and the ra and rv leads were no longer functioning and found to have dislodged into the atrium. Twiddler's syndrome was assumed, however it was not confirmed. As a result, the physician disabled the patient's device and the patient was referred to a surgeon for a revision procedure. The ra and rv lead dislodgements were confirmed via x-ray. During the revision procedure the ra and rv leads were removed and replaced. To date, no additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, a thorough evaluation of the lead was performed. A setscrew mark was observed on all terminal connectors and drag line marks were noted on is-1 terminal ring. The lead body did not appear twisted. Additionally, the helix failed to retract, likely as a result of dried body fluid in the helix mechanism. Electrically, the lead was found to be within specification. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.